Manufacturer narrative:
(B)(4). Eval results: eval of the returned product shows that the pt panel side b: window zipper slider body is open; the canopy bed straps are frayed and tore from the frame. (B)(4).

Event description:
Customer reported the straps that secure the tent to the bed frame have torn from the canopy material. The issue was discovered during set-up. There was no pt contact reported.